Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to remove the plunger was confirmed. The reported difficulty removing the plunger was concluded to be related to a potential product quality issue. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar)procedure. Reportedly, the proglide plunger could not be removed. The plunger was pulled back enough so that the foot plate could be returned to the original position to close the foot and the proglide device was removed. The sutures of two new proglide devices were successfully pre-placed and used after the evar procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.